Event description:
Additional information received reported the patient had the pump increased and was improving in pain control. It was determined the patient had a long standing history of prostate problems and has had to in/out cath himself in the past for urinary retention. He continued to be followed by infectious disease hcp's, and had a large seroma. They have continued to drain this and the pump management hcp called the infectious disease hcp's on (B)(6) 2013 with a request to stop draining the seroma, for fear they would introduce bacteria into the pocket

Manufacturer narrative:
Catheter model: 8709sc, lot# n180031008, implanted: unknown, explanted: unknown. (B)(4).

Event description:
Further, the patient was treated by infectious disease close to the post op period for an infected pocket. The patient was treated by a physician via pic line with antibiotics for eight weeks and there was talk of removing the pump. However, the infection did resolve.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced urinary retention, in dwelling catheter, and cellulitis "appearance" over pump pocket. It was reported that the patient was taking to the ER and "3 liters" were drained from the bladder and the patient was started on flowmax. The pump rate was also decreased. The patient had a 2nd ER visit with "another 3 liters" drained. "Redness" and "cellulitis appearance" were found over the pump site. It was unknown if antibiotics were started or what the results of the culture were. An "in dwelling catheter" was reported, it was unclear if that was associated with the urinary retention. The pump was infusing infumorph.